Event description:
Patient used vent on internal battery until completely depleted, unable to power vent back on, event with vent on charger for several hours. Internal battery pulled, and would not power up on ac power.